Event description:
It was reported that a patient's pump was exposed through a small opening at the incision site. The incision reportedly didn't heal well. To "prevent further infection", the pump and catheter were removed and a new system was implanted on the opposite side. It was noted the pump was "prophylactically replaced." It was later reported the pump was replaced prophylactically to prevent infection. Originally, the procedure had been scheduled as a pocket revision only. The device system was used to deliver hydromorphone. Following the replacement, the dose was lowered and it was unknown to the reporter how the patient had been doing since. It was noted the device was sent to the pathology lab. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4). Product type: catheter. (B)(4).